Event description:
It was reported that device entrapment occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter got stuck on a stent. The catheter was able to be released and the procedure was completed with another of the same device. There was no patient injury, and the patient was in good condition.